Event description:
The hcp had limited history but reported that the patient had a catheter replacement in (B)(6) 2012 due to a catheter fracture, upward migration of the pump. The pump was repositioned when the catheter was replaced. The pump was used to deliver fentanyl, it was later reported the pump was also used to deliver clonidine and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: catheter. (B)(4).